Event description:
Additional information was received that a flashcard was received from the surgeon that should contain the data for the generator on the date of surgery when the "vbat < eos" message was received. Review of the returned programming history showed that it did not contain the data in questions. Follow-up with the company representative indicated that was the only handheld that could be found when he went to the site to download the history. He had made previous attempts to download the programming history, but the not find any handhelds on those day(s).

Event description:
On (B)(6) 2012, it was reported that an implanting surgeon received the message "the pulse generator is currently disabled due to vbat; eos threshold"; when interrogating a new generator to be implanted in the operating room. The surgeon confirmed that there was no electrocautery equipment close to the generator and that the generator had been stored on the shelves at room temperature for hours. The surgeon performed system diagnostics without the lead attachment, and system diagnostics showed high impedance and eos = yes. The surgeon re-interrogated the generator and received the message "vbat; eos." An in-package back-up generator was interrogated in the operating room: there was no "vbat; eos" message displayed. The surgeon's assistant confirmed the "vbat; eos" message was observed prior to surgery and before being opened in the sterile field. The surgeon continued the surgery, implanting the back-up generator. The original generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
Additional information was received that product analysis was completed on the generator. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. Results of diagnostic testing indicated that the battery status indicated ok. The battery voltage value stored within the generator (3.470 volts) suggests the device is not an neos condition. Attempts for additional information have been unsuccessful to date.